Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a high blood glucose level that was over 400 mg/dl. The customer¿s current blood glucose level was 360 mg/dl. They had treated with manual injections and bolus. Troubleshooting was performed and insulin exited without incident. The insulin pump passed the high-pressure test. The device will not be returned for analysis.